Manufacturer narrative:
In a research article, "left atrial appendage occluder thrombosis caused embolic strokes a case report," patient-device interaction problem of a thrombus was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported patient-device interaction problem of a thrombus could not be conclusively determined. An unexpected medical intervention was a result of case specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "left atrial appendage occluder thrombosis caused embolic strokes ¿ a case report", was reviewed. The article presented a case study of a 75-year-old female patient with a history of paroxysmal atrial fibrillation, arterial hypertension, prior cerebral ischemia, and cerebral amyloid angiopathy. A 28mm amplatzer amulet left atrial appendage occluder was selected for implant on an unknown date to close a left atrial appendage (laa). The device was implanted. Approximately three months later during a follow-up, transesophageal echocardiogram (tee) revealed a floating, pedunculated thrombus attached to the center of the device. The patient was immediately started on therapeutic anticoagulation with heparin, followed by long-term therapy with apixaban. Two months later tee showed resolution of the free-floating thrombus on the device. However, a thin cap over the device remained. This was interpreted as residual thrombus, so anticoagulation was continued. A 6-month follow-up showed a near complete resolution of the thrombus with only a minimal thrombogenic mass remaining. [The primary and corresponding author was gabriel riedemann, department of cardiology and pneumology, heart center, university medical center 8 göttingen; göttingen, germany, with corresponding e-mail: gabriel.riedemann@med.uni-goettingen.de.].